Event description:
Information was reported by a healthcare professional (hcp) regarding a patient receiving infumorph (200 mg/ 20ml) from an implanted pump. The indication for use was malignant pain. On (B)(6) 2016 the patient present to the emergency room with pain and stated that they believed the pump was not working. The patient received 28 mg intravenous morphine and 50 mg fentanyl but was still writhing in pain and could not speak because they were in so much pain. It was noted that the patient had a sudden change in therapy and the hcp was not aware of any alarm occurring. Additional information was reported by the hcp on (B)(6) 2016. The patient was taking a large amount of morphine sulfate preop. After surgery they ran out of pain medication and the pain pump was not enough to control the patient's pain. The pump had been set at a lower level while patient's response was being adjusted. It was reported that the pump was interrogated and no errors had been noted. An x-ray and CT scan of spine were done which showed the pump was in the appropriate place. The patient was admitted to the ICU and given stronger oral medications which helped to control pain. The patient has terminal cancer and has been placed on dnr status but was discharged home with oral pain medications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.